Manufacturer narrative:
Initial and final MDR 1900949- MDR 3003442380-2024-11363 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, patient faced 3 infusion set cannula kinked event from (B)(6) 2024 upto (B)(6) 2024. The event occurred within 3 or more hours of insertion. The infusion set was inuse for 3-4 hours. The insertion site was at thigh.the blood glucose level was 300 mg/dl. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can kinked slightly. No further information available.